Manufacturer narrative:
The returned device was tested and passed the inspection as per specification. The reported air ingress during aspiration could not be reproduced. The visual inspection showed that the shaft was intact with no apparent issues. The insertion of a catheter through the sheath did not show any leak or aspiration of air through the valve of the sheath. The hemostatic valve was leak tight. Although the reported issue could not be reproduced, this is a known issue for the flexcath steerable sheath and is linked to a leaking hemostatic valve. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
With a catheter inserted in the sheath, it was not possible to aspirate the sheath without withdrawing air. No adverse event occurred.